Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore.

Event description:
In 2008, this patient was implanted with a gore tag thoracic endoprosthesis for treatment of a thoracoabdominal aortic aneurysm. Two days later, the patient expired from retroperitoneal hematoma complications. Other complications occurring post-operatively included: left femoral pseudoaneurysm with repair, hypotension, left groin and pelvic hematoma, and atrial fibrillation.